Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify customer's reported issue. Visual inspection revealed pins 4 and 5 of adapter were burned. Visual inspection of power flex revealed component jp4 was damaged and multiple pins were burned. The service technician replaced power flex. Unit passed all testing.

Event description:
The customer reported model palmtop revel pins on connector shorted and melted the connector on the ventilator. This occurred while the ventilator was being set up prior to patient being connected.